Event description:
It was reported that a patient underwent an episotomy procedure without anesthesia on (B)(6) 2011 and suture was used. During the procedure the needle pulled off of the suture and remained in the perineum. During the same procedure the patient was put under general anesthesia and the needle was retrieved.

Manufacturer narrative:
(B)(4). Conclusion: representative sample of the product was tested for needle strength and ductility and the results obtained were in conformance with the requirements. Conclusion: the visual inspection of the actual device swaging area reveals no defect of swaging. There is still a small part of thread within the needle, the thread has been probably cut by an instrument.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.